Manufacturer narrative:
Zimvie complaint cmp - (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he experienced skin irritation that started about a month and a half ago. The patient stated that he did not wear the unit for a month. The patient reported that he started using the stimulator last wednesday and the skin irritation came back on friday. The patient claimed that the skin irritation is from the 72r electrodes. The patient stated that the skin is itchy and red with bumps, blisters, and a small fungal infection. The patient claimed the electrodes and cover patches are changed and rotated daily and the area was cleaned with soap and water, not wipes. The patient stated that he does not have sensitive skin but is allergic to sulfa and has seasonal allergies. The patient reported that he did not use any new product and does not take blood pressure medication. The patient spoke to his pcp (primary care physician) who prescribed clotrimazole betameth cream. The patient was sent 63b electrodes. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d9: device not available for evaluation, g1: contact office and manufacturer site, g6: report type, h5: additional information - a2: dob, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that he experienced skin irritation that started about a month and a half ago. The patient stated that he did not wear the unit for a month. The patient reported that he started using the stimulator last wednesday and the skin irritation came back on friday. The patient claimed that the skin irritation is from the 72r electrodes. The patient stated that the skin is itchy and red with bumps, blisters, and a small fungal infection. The patient claimed the electrodes and cover patches are changed and rotated daily and the area was cleaned with soap and water, not wipes. The patient stated that he does not have sensitive skin but is allergic to sulfa and has seasonal allergies. The patient reported that he did not use any new product and does not take blood pressure medication. The patient spoke to his pcp (primary care physician) who prescribed clotrimazole betameth cream. The patient was sent 63b electrodes. No additional patient consequences have been reported. The 72r electrodes were not returned for evaluation.